Manufacturer narrative:
Evaluation summary: the lot specific to this event is not known; therefore, lot history and DHR reviews were not possible. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The system vision system operator's manual provides the following in regard to loss of aspiration/suction issues: insufficient aspiration probable cause: 1. Loose blue luer fittings, 2. Damaged o-ring (ultraflow irrigation/aspiration handpiece only), 3. Clogged tip, 4. Kinked or damaged tubing, 5. Cracked blue fitting. Recommended solutions: 1. Reconnect securely, 2. Inspect o-ring and replace, as necessary, 3. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace tip. Retest, 4. Check tubing and/or replace fluidics module system (fms), 5. Check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor of ophthalmology reported an aspiration issue during cataract surgeries with intraocular lens (iol) implant. Additional information has been requested but not received to date. This is one of two reports being filed for this facility. This report refers to the pool of events.